Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an implant procedure, the physician experienced difficulty inserting the lead's terminal pin into the pacemaker header. Technical services discussed that the lead was a standard is-1 and the header of the device was compatible to the is-1 standards. The field representative reported the physician felt resistance. No adverse patient effects were reported. The device and leads were implanted successfully.